Event description:
It was reported, the patient's lead was repositioned on (B)(6) 2012 to provide stimulation coverage. It was reported, the patient was reprogrammed post operative and had received complete stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.